Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient, that the device had "stopped recording any events." The patient said that the device was programmed a year ago when the patient was "getting sick every night." The physician had the patient wear a holter monitor but no episodes were captured when the patient had felt "sick." The physician reprogrammed the device to record episodes over 160 bpm. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient stated, "two years ago one of my receptors was running funny and had to be shut off. It woke me up at 2:30 in the morning and was throwing me into an arrythmia. Now, it has gotten worse. I am having problems with this ipg. I had sixteen problems and they only identified one. I can hardly walk to the garden."